Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported issue occurred due to the following: 1. During stone crushing, the stone crushing tool was unable to pull it out due to factors such as the size, hardness, and shape of the stone. 2. During stone crushing, due to factors such as the size, hardness, and shape of the stone, a load greater than its strength was applied to the actual product. 3. As a result of the above, the basket wire was deformed and the operating pipe broke at the brazed part. The following information from the instructions for use (IFU) pertains to this event: "¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break and part of this instrument may remain in the body. ¿use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. ¿a lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place. ¿this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected." Olympus will continue to monitor field performance for this device.

Event description:
No unscheduled additional measures were performed, and the planned procedure was completed by replacing the crusher with another device. The subject device was removed through the forceps port as usual.

Manufacturer narrative:
The device was returned and the evaluation found the operating pipe was broken at junction between the operating wire and operating pipe, and deformation was observed in the basket, but no defects in the subject device that could lead to health hazards, such as missing parts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use mechanical lithotriptor basket caved in and when an attempt was made to remove it, the wire shaft snapped and the basket broke. When the basket ruptured, the entrapment was released and the procedure was completed with the same device. The issue occurred during a therapeutic procedure. There were no reports of patient harm.